Event description:
It was reported that during a ptca procedure the balloon moved from the intended position in the vessel. Attempts to deflate the balloon with the inflation device were unsuccessful. Contrast used in the balloon was stated to be 60% diluted 3:2 with saline (contrary to IFU). The pt experienced transient st changes, so the physician retracted the partially inflated balloon into the guiding catheter. No pt injury was reported.